Manufacturer narrative:
Additional information: block b5 (describe event or problem), e1 (initial reporter address 1, initial reporter address 2, initial reporter city, initial reporter zip/post code), h6 (impact codes and device codes). Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6: medical device code a050501 captures the reportable issue of bands failed to deploy. Block h6 (evaluation conclusion codes): conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device has been disposed and is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: correction: g2 (report source).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a ligation of esophageal varices procedure performed on (B)(6) 2021. During the procedure, the handle of the device was rotated repeatedly; however, the ligation ring did not respond and the bands failed to deploy. The procedure was not continued due to this event. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Note: a media clip taken outside the patient was provided by the complainant showing the speedband handle being rotated and the bands moving but not deploying off the ligator head. The device was not returned. It was reported that there was no difficulty experience when setting up the device and the procedure was successfully completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the ligator shrink wrap was removed at the beginning of the device setup process, prior to securing the ligator head on the scope which is earlier than what is instructed in the device instructions for use (IFU).

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device has been disposed and is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a ligation of esophageal varices procedure performed on (B)(6) 2021. During the procedure, the handle of the device was rotated repeatedly; however, the ligation ring did not respond and the bands failed to deploy. The procedure was not continued due to this event. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Note: a media clip taken outside the patient was provided by the complainant showing the speedband handle being rotated and the bands moving but not deploying off the ligator head.